Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 237mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded drive support disk. Damages to the display window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube noted.